Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. The technician performed an occlusion test, however, the reported event was unable to be duplicated. No problem was found on the pump. The root cause for the reported issue was unable to be determined. The technician replaced speaker for preventive measure. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device had a primary audible alarm background (bkgd) test. No patient injury was reported.